Manufacturer narrative:
Analysis of the pump on (B)(6) 2017 revealed a motor gear train anomaly regarding corrosion and/or wear and or lubrication; the stall was due to the shaft-bearing. As per the pump¿s log, morphine with concentration 2.0 mg/ml was being administered at a simple continuous dose rate of 1.2120 mg/day as of (B)(6) 2017.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving an unspecified drug of unspecified concentration at an unspecified dose rate via an implantable pump for spinal pain. It was reported that the patient had expired on (B)(6) 2017 due to unspecified natural causes. The pump and catheter were returned to the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.